Event description:
It was reported to philips that it was not possible to change from one to two positions for acquisition when using the pedal. No harm was reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure was completed as planned by using the wired footswitch. The customer reported that it was not possible to change from one to two positions for acquisition when using the pedal. The philips field service engineer (fse) inspected the system onsite in another work order and confirmed that there was a problem with the wireless footswitch. Upon troubleshooting, fse found that the footswitch construction was bad, the internal cable connections were too short, and some vibration caused the broken cables. Fse confirmed that there was no problem with the wireless connection. To resolve the issue, fse soldered the cables that were broken at the switch terminals to fix the problem temporarily, and a new case has been created for the replacement of the wireless pedal. After soldering the cables, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included: a firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004). An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.